Event description:
It was reported that during echocardiogram performed to check patient¿s left ventricular function on an unknown date, vegetation was observed on the right atrial and right ventricular leads; the patient had developed an infection. The whole system, including the implantable cardioverter defibrillator and the leads, was explanted on 02/13/2018. The patient was in stable condition prior, during and post procedure.

Manufacturer narrative:
A partial lead was received for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.